Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the perfusionist was testing the air bubble detector (abd) alarm. The battery would not stay powered on set in "connect" mode. The unit was plugged into the alarmed ac outlet. The device was not changed out, as the customer used this unit for procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. The field service rep (fsr) confirmed the complaint, however, did not locate failure source in field. The fsr installed a contrast loaner battery and the unit met MFR specifications. The suspect battery unit is being returned to the MFR for further eval.